Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Performance data was collected from the device and analyzed. Analysis revealed high out of tolerance battery impedance. (B)(4).

Event description:
It was reported that the patient presented to the hospital when recognizing the change from the normal pacing mode to a ventricular-only pacing mode at 65 beats per minute. The device indicated elective replacement (eri). The device was reprogrammed - which resolved the patient issue - and was later explanted and replaced. The device subsequently tested out of specification during manufacturer¿s analysis. No further patient complications have been reported as a result of this event.